Manufacturer narrative:
(B)(4).

Event description:
It was reported that the none pacer dependent patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high capture threshold. The lead was dislodged from the heart. The lead was explanted and replaced on (B)(6) 2015. The patient was in stable condition.